Event description:
It was reported that the pump exhibited a clutch plunger lever issue. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found chipped out on lower right front corner also cracked on right plunger case and contamination inside plunger assembly. There was no evidence of the error found in the event history log (unable to download). The customer reported problem was not verified/duplicated as occlusion testing was unable to be performed due to contamination in plunger assembly. For corrective action the lead screw and both clutch halves were all replaced. The root cause of the reported problem was traced to user interface and customer damage. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. Model number: 4000.